Event description:
The customer observed falsely elevated calcium results generated on the architect c16000 processing module for multiple samples. The customer reported the results are higher than 15 mg/dl, repeated on the same instrument and then returned to 9 mg/dl. (Customer provided reference range: 8.4-10.2 mg/dl). The customer provided the following sids that had false elevated calcium results: sids: (B)(6). A specific patient example was provided: a patient's calcium result was 9.3 mg/dl and is now 19 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and observed foam and drops on the high concentration waste (hcw) nozzles a and b. The fsr resolved the issue by aligning the cuvette washer assembly and replacing the hcw peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. The tubing, peristaltic head (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module serial number (B)(6) or the tubing, peristaltic head (rohs) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium results generated on the architect c16000 processing module for multiple samples. The customer reported the results are higher than 15 mg/dl, repeated on the same instrument and then returned to 9 mg/dl (customer provided reference range: 8.4-10.2 mg/dl). The customer provided the following sids that had false elevated calcium results: (B)(6). A specific patient example was provided: a patient's calcium result was 9.3 mg/dl and is now 19 mg/dl. No impact to patient management was reported.